Event description:
It was reported that the patient developed a fistula in his scrotum and his inflatable penile prosthesis (ipp) became infected. The ipp system was removed and replaced with a spectra and the patient received oral antibiotics. There were no additional patient complications reported.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of infection could not be confirmed. Based on this investigation a probable cause for the event could not be established; therefore, the conclusion code of known inherent risk of device has been chosen. Risk review and labeling review identified that the adverse event of fistula and infection are a known risk of the device. The cause of the fistula and infection was not established by physician, although fistula and infection are included in the labeling documentation as an adverse event of the implant surgical procedure. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient developed a fistula in his scrotum and his inflatable penile prosthesis (ipp) became infected. The ipp system was removed and replaced with a spectra and the patient received oral antibiotics. There were no additional patient complications reported.